Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-01743. It was reported the patient has been receiving inadequate pain relief. Reprogramming was performed by a company representative but was unable to provide resolution. In turn, the patient has chosen to receive injections and plans to undergo surgical intervention.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-01743. Follow-up revealed the patient's scs system was explanted.